Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 63160ud00, however, no related trends were identified regarding commonalities for lot number 63160ud00 and issue. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 63160ud00. In-house accuracy testing was completed using a retained kit of lot 63160ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 63160ud00 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided: on (B)(6) 2024, sid (B)(6), initial b-hcg result= 80.90 miu/ml (positive); repeat result <2.30 miu/ml (negative); repeat on the other alinity <2.30 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product list 07p51-20, that has a similar us product distributed in the us, list 7p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial b-hcg result= 80.90 miu/ml (positive); repeat result <2.30 miu/ml (negative); repeat on the other alinity <2.30 miu/ml (negative). There was no impact to patient management reported.